Event description:
It was reported that prior to use, it was difficult to insert tool into the attachment and when it is managed to put it in there, the motor does not work. It was reported that there was no patient involvement.

Manufacturer narrative:
H3: product analysis: evaluation of the device confirmed that it was difficult to insert the drill into the attachment. The likely cause was identified as due to detached distal bearing. It was also noted that the device did not work properly, the tube was deformed, the leg was dented, and the laser markings and color band were faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.